Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin app. Upon further investigation, it was suspected that the ICD exhibited loss of bluetooth telemetry. Further information was requested but not received.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2022-39653 submitted on 6 oct 2022 should have been "5 oct 2022" rather than "6 oct 2022."

Manufacturer narrative:
The reported event of unable to pair was unable to be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
New information received notes that the patient presented in clinic and the implantable cardioverter defibrillator (ICD) was repaired with the merlin app successfully. No patient consequences were reported.